Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Patient's doctor increased his coumadin dose on (B)(6) 2010 and (B)(6) 2010. After meter and lab readings on (B)(6) 2010, the patient's doctor lowered his coumadin dose. Patient reports having bruises on his arms. Nurse used syringe blood on meter ((B)(6) 2010).